Event description:
It was reported that the 2800 system had a generator error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor, low voltage power supply, and the f16 fuse were replaced during the service call. The system was tested and found to be working as intended, and put back into service.